Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained dilaudid and an unknown brand of morphine, both at unknown concentrations and doses. It was reported the pump was defective in some way. Additional information received from the consumer on 2017-mar-02 reported the pump had malfunctioned. The patient stated when they went to replace the pump in (B)(6) 2016, they discovered her catheter was ¿leaking¿ and ¿had holes in them¿. The patient stated they did a dye study test at that time. The patient stated that she ¿went into withdrawals and thought I was going to die in the hospital¿ prior to having her pump replaced in (B)(6) 2016. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported she didn¿t know ¿what made them leak; they are in my body¿, but that was how it felt. The patient¿s back was killing her, she was tasting metal, and her bottom teeth rotted. The patient stated she then got so sick and that was when she went to the hospital. The patient stated they gave her a shot in the hospital and took morphine by mouth. The patient though there was a device concern with the pump and hoped they sent the devices in. The replacement of the pump and catheter resolved the patient¿s symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.